Event description:
It was reported that the cable and pin assembly for the stair pro was damaged. This could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the cable and pin assembly for the stair pro was damaged. This could affect chair stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the upper control handle would not lock into position. This is not likely to prevent patient transport as the upper flip up handles would still be available for use during patient transport.